Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report

Event description:
Related manufacturer reference number: 3006705815-2020-32211. It was reported that the patient experienced ineffective therapy. Imaging revealed lead migration. As a result, surgical intervention was undertaken on (B)(6) 2020 wherein one lead was repositioned and the other lead was explanted and replaced. Issue resolved. It is unknown which lead was explanted; therefore, both leads will be reported as explanted.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.